Manufacturer narrative:
The exposed portion of the soft cannula was found to have a tear. It could not be determined when the tear occurred or if it contributed to the reported event. The download data showed that an 0xd7 alarm had been generated by the pod, indicting a power on reset was detected while running. Investigation found all three battery voltages to be lower than expected. The shelf mode current was measured to be within specification, indicating that the pcb assembly did not contribute to the low battery voltages. It could not be conclusively determined when the battery voltages become low or if the low battery voltages contributed to the 0xd7 alarm. The exact cause of the 0xd7 alarm could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose above 500 mg/dl. The pod was worn on the patient's abdomen for between 4 and 24 hours. As treatment, a new pod was applied.